Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier, patient sex: unknown / not provided, email address was not provided.

Event description:
It was reported that the implant tsv4b11 at tooth site # 33 fractured and was removed using a trephine. Patient came to the practice with the implant fractured. Additional appointment required: yes, to place a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b11) was returned for investigation. Visual inspection of the as returned products identified that the collar was severely fractured and there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #33 (fdi) for approximately 3 years. Device history record (DHR) review was completed for the subject lot number (63632553). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (63632553) and no other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).